Event description:
The facility's ward sister reported to baxter (B)(4) that the blue slide clamp on a flo-gard compatible blood set was attached the wrong way around so that when inserting the tubing into the pump, the set was inserted backwards. The set was primed with saline, and the patient noticed blood flowing up the hickman line towards the pump and bag. Infusion was stopped immediately and the set was discarded. There was patient involvement, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A companion sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. Visual inspection revealed that the slide clamp was assembled the other way around, confirming the reported condition. The root cause attributed to an operator error in assembling the slide clamp. This issue has been escalated to CAPA. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.